Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, the patient was awakened at 1:30 am feeling thirsty and dehydrated. She drank water and returned to bed, hoping the discomfort would pass. Around 3:30 am, she awoke again feeling uneasy, drank more water, and checked her cgm, which showed a reading of 101 mg/dl. Despite the normal reading, she felt her symptoms did not align and went back to sleep. At approximately 4:30 am, the patient woke up again with persistent thirst, rapid heartbeat, frequent urination, and vomiting. She did not perform a fingerstick test and decided to go to the hospital. Upon arrival, her omnipod insulin pump, which she uses as her display device, showed a reading of 86 mg/dl. This reading appeared normal and did not trigger insulin delivery. Hospital staff performed a manual fingerstick test, which revealed a blood glucose level of 733 mg/dl. The staff advised the patient to remove both her omnipod and cgm sensor. She was treated with two bags of IV fluids and 12 units of insulin. Her bg later decreased to 369 mg/dl. During a follow-up on (B)(6) 2025 with technical support, the patient confirmed she was discharged the same day and was feeling okay at the time of the follow-up. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.